Event description:
Olympus was informed that during an unspecified procedure the esg-400 electrosurgical generator was reported to have made a loud bang. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury. During the inspection of the esg- 400 at the olympus regional repair center, error message e433 was found in the error log for the last usage.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus UK regional repair center (rrc) in bolton, UK (returned to the rrc on 2022-08-17). During the evaluation, error message e433 was found in the error log. The error was traced back to a defective hvps board. The loud bang reported by the customer is probably connected with this as it very likely occurred when the hvps board broke. Thus, the reported event/incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The evaluation also found cracks on the generator¿s front panel, which were most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.